Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the hissing sound was from the normal operation of the pressure relief valve. The fse was unable to duplicate "gas loss in iab circuit". The iabp unit passed all leak tests. The fse verified that the unit calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while the intra-aortic balloon pump (iabp) was in use on a patient, it was making a hissing sound. The doctor removed the iabp, rebooted it and put it back on the patient. The iabp then had a waveform issue and stopped. The iabp was removed again and another pump was used. No patient harm was reported. No patient information was provided. The doctor called in the cath lab team to troubleshoot the iabp. They determined there was no issue with the balloon pump. The customer requested a service call to perform a routine check out as a precaution. The original iabp is quarantined in the biomed shop. No adverse event was reported.